Event description:
Revision surgery revealed polyethylene wear of the acetabular liner. The femoral head component was also replaced at this time.

Manufacturer narrative:
Evaluation of this event could not be performed because the device is not available for evaluation. The medical opinion provided would suggest that this event would not be associated with the device but rather would be pt related. The pt being very active and the fall were most likely the contributing factors to the long term wear of the implant and the subsequent revision surgery.